Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2007204. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident and all quality tests were found to be within specification. To aid in the investigation of this issue, a video sample was provided for evaluation by our quality engineer team. Through examination of the video, leakage was observed through the plunger rod component. Twenty retained samples of the same lot number were then obtained from the manufacturing facility for additional investigation. The retained samples were tested and no signs of defect were identified. Based on the investigation results, it is possible that this incident was a consequence of damage to the plunger lip component. This type of damage can result during the handling of the product through the manufacturing process or during the assembly step. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. However, a quality process has been initiated with the aim of reducing the risk of this defect. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. Investigation conclusion: after the evaluation of the received video of the sample, we conclude that the cause of the problem was produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that the bd¿ 20 ml syringe with needle experienced leakage. The following information was provided by the initial reporter: in the hospital, there was leakage in the 7 ml position of the disposable sterile syringe used by nurse. The affected quantity is 1, which has been discarded.